Event description:
Patient's PICC line was noted to be leaking at the junction where the clear tubing meets the plastic hub just above the clamp where the tubing meets, the hub that reads "18g". PICC line clamped to see if there were any pin holes noted in the tubing during flushing and no fluid movement was noted in the clear tubing, however fluid from the flush continued to leak out of the PICC line from the same spot. PICC line was removed and new line placed. Other than a new line being placed, no harm to patient identified. FDA safety report ID # (B)(4).